Event description:
It was reported that the patient experienced loss of capture on (B)(6) 2015 that was seen in episodes, during interrogation this could not be replicated with isometrics, however when the patient stood, loss of capture was noted leading to presyncope. The lead was explanted and replaced and concluded without adverse event, the patient was stable and would be monitored.

Manufacturer narrative:
(B)(4)